Manufacturer narrative:
On september 28th 2020, mentor became aware that the suspect device reported in the previous submission was incorrect. The patient had unspecified 275cc mentor saline devices implanted, which were returned for evaluation as previously reported. The investigation is still in progress. The replacements are as follows: left replaced with cat# 3503251bc, sn# (B)(6), and right replaced with cat# 3503251bc, sn# (B)(6). Since no lot number was provided, no manufacturing record evaluation could be performed. Note: date of implantation was unintentionally missed from initial report, which the date is (B)(6) 1998. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on october 22 2020: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: acquired deformity. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown surgery with mentor memorygel, 325cc silicone breast implants which the left side deflated, and patient experienced bilateral acquired deformities after implantation. As a result patient had the implants replaced with new mentor silicone implants on (B)(6) 2020. This report is for the right side.